Manufacturer narrative:
The axium has been received for evaluation, however the evaluation is not complete. Once completed a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the procedure there was difficulty inserting the axium coil into the target aneurysm and when trying to remove the coil it became caught on a previously placed coil, causing the previously placed coil to migrate. The patient was undergoing treatment for a 10mm unruptured saccular cerebral aneurysm with coil embolization. Continuous flush was administered throughout the procedure. The vessel had a medium level of tortuosity and the physician used a microcatheter (non cov idien/medtronic product) with the coils. There was resistance when filling the aneurysm with a coil, after having placed some coils. The physician attempted to remove the coil, but there was resistance when the physician pulled the pusher. The delivery pusher wa s not rotated during the procedure. The physician pulled the pusher a little bit harder, and was then able to move the pusher and the coil. The physician applied tension to the catheter to hold during insertion. However, the coil inserted prior to this coil became attached to the coil and migrated about 4cm into the parent vessel. The coil was removed from the patient successfully, and the migrated coil was left as it was because the coil was sticking to the vessel wall, and the physician determined that would be part of the tissue in the future. The migrated coil was left in place since the aneurysm was large. A total of 17 coils (including coils from other manufacturers) were implanted prior to the reported issue. The procedure was discontinued because the physician determined the aneurysm was embolized enough. No injury or adverse event to the patient reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.